Event description:
Drive devilbiss healthcare was notified of an incident involving a cane by the end user, who stated the detent pin failed when weight was applied to the cane, causing the cane to fall down 2 notches. The end user reported that he almost fell. There was no report or evidence of illness, serious injury or medical treatment associated with the complaint. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.